Manufacturer narrative:
The reported event was confirmed use related. The root cause of this failure is "patient has fecal incontinence and is unaware of their condition or the restrictions of use". The failure was caused by the misuse of the product. The device was not returned for evaluation. A DHR review was not required because the investigation was confirmed as user related. The instructions for use were found adequate and state the following: "warnings: ¿ do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. Precautions: ¿ not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm femaleexternal catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Experiencing moderate/heavy menstruation and cannot use a tampon. ¿ do not use barrier cream on the perineum when using the purewicktm female external catheter.barrier cream may impede suction. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the suction could be better in the purewick urine collection system. Also stated that the feces clogged the purewick female external catheter and the patient got infection. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the suction could be better in the purewick urine collection system. Also stated that the feces clogged the purewick female external catheter and the patient got infection. It was unknown what medical intervention was provided for infection.